Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported through a research article identifying the mitraclip delivery system that the device may be related to the following: death. Details are listed in the article, titled "clinical and anatomical predictors of mitraclip therapy failure for functional mitral regurgitation."

Manufacturer narrative:
(B)(4).